Event description:
Boston scientific received information that this right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited a high out-of-range (oor) shock lead impedance (sli) measurement which was detected via patient remote monitoring system. Attempts to seek for additional information were unsuccessful as the patient was being followed by a new physician and the field representative could not obtain further information regarding the event. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the device continued to exhibit a high out of range shock lead impedance of more than 125 ohms. The field representative could not obtain further information regarding the event. No adverse patient effects were reported. The device remains in service.